Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture," "extreme fatigue," and "textured implants".

Event description:
Patient reported "rupture," "extreme fatigue," and "textured implants" against left device. The device remains implanted.